Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the bare metal wire of the power cable at exposed and replacing the power cord resolved issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect part has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the navigation system power cable was damaged. There was no patient present at the time of the issue.

Manufacturer narrative:
Correction: device manufacture date updated to proper value. The power cable for the navigation system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.